Event description:
It was reported that post implant, the patient had chest pressure and an echocardiogram was taken. The patient had a pericardial effusion which was suspected to be caused by a lead perforation. The lead was repositioned. There were no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.